Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 560 mg/dl; cause was unknown. The customer changed the infusion set and cartridge to resolve the issue.